Event description:
It was reported that "liquid leakage from the filter part." There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one (1) sample was returned under part number l-10, l/n: 4414572 for evaluation with its original packaging, in decontaminated condition. The complaint sample was visually inspected, at 12¿ to 16¿ under normal conditions of illumination. No damage or other defects were detected on the sample. The sample was evaluated by introducing distilled water with a syringe to verify that the liquid flowed correctly. During the functional test a leak in the valve disc 00-126 was detected. The failure mode reported in the complaint " a0282 ¿ leaking¿ was confirmed. The root cause was not established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.